Manufacturer narrative:
The standard proresults brush head is an accessory to the sonicare toothbrush. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the standard proresults brush head were falling out. No injury reported.